Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the probe broke off into the hip joint during a hip arthroscopy procedure, which resulted in a ninety minute delay to surgery time in order to have the broken piece removed. No other medical intervention was necessary.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. The probable root cause for the tip breaking condition is misuse from using the probe as a tool for the mechanical displacement of tissue or bone, or using the probe as a prying or scrubbing tool. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the probe broke off into the hip joint during a hip arthroscopy procedure, which resulted in a ninety minute delay to surgery time in order to have the broken piece removed. No other medical intervention was necessary.